Event description:
The customer reported that the zipper is not functioning properly but couldn't provide more details of where the damage occurred. There was no pt injury reported. Inspection of the canopy found that the window zipper slider body is open.

Manufacturer narrative:
(B)(4). Zipper not functioning. Evaluation codes: results: evaluation of the returned product found that the panel side b window zipper slider body is open. (B)(4).